Event description:
It was reported that a malfunction alarm with code 12 occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance to reset the pump from technical support, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue arises again.